Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted beginning (B)(6) 2015, there were 74 ventricular sic, ventricular tachycardia non-sustained (vt-ns) episodes and high rate-ns episodes with evidence of lead noise oversensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise episodes and oversensing with short interval counts (sic). Diagnostic testing was carried out and the physician advised that the patient would continue to be monitored. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).